Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a notification during the load process stating "pump cannot detect the cartridge". Troubleshooting with tandem technical support was performed and notification kept occurring. Customer had elevated blood glucose levels. A manual injection was delivered to stabilize blood glucose levels.